Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose of 42 and fainted; cause was unknown. Customer received 3rd party assistance from husband to consume glucagon to address low bg. Recommendation was made to discuss diabetes management with a hcp.